Event description:
The customer observed falsely elevated carbon dioxide results which questioned by physician on architect c8000 processing module for two patients. The results provided were: on (B)(6) 2022, sid (B)(6) on c803372=31.0 mmol/l /repeated on (B)(4) =20.0 mmol/l sid (B)(6), on (B)(4) =34 mmol/l /repeated on (B)(4) =23 mmol/l. Laboratory reference range for co2=13 to 60yrs=22 to 29 mmol/l; > 60yrs=23 to 31 mmol/l there was no reported impact to patient management.

Manufacturer narrative:
Patient identifier sids: (B)(6). The customer inspected the water output of the external water quality system and the water appeared charcoal in color. The customer resolved the issue by replacing the water filter in the water quality system and flushing the c8000 processing module, serial number (B)(4). No additional co2 result issues have been reported since the water filter was replaced. A review of the architect c8000 processing module, serial number (B)(4) service history found no contributing factors on or around the date of the complaint. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of ticket trending did not identify any complaints that were similar for discrepant co2 patient results. The trend review by the product list number found no trends related to this issue. A review of the clinical chemistry systems tracking, and trending data revealed no systemic issues or trends associated with the discrepant results described in this complaint. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no product deficiency was identified.